Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014: patient underwent following procedures: l5-s1 laminectomy, removal of interbody cages. L5 corpectomy, l4-s1 interbody cage, l4-s1 pedicle screws, rods, l4-s1 posterior lateral arthrodesis. Patient also underwent a fusion surgery using rhbmp-2/acs. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.